Event description:
It was reported that the patient experienced a tape not sticking event on (B)(6)2026, as the tubing got hooked while the patient was working, which led to the infusion set falling off.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.